Manufacturer narrative:
The reported field event of no capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented to the hospital for a scheduled system implant procedure. The pulse generator exhibited no output. The physician elected to no longer use and replace the device.